Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) declared a battery status of elective replacement indicator (eri) due to extended charge times. This patient underwent surgical intervention and this product was explanted and replaced.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.